Event description:
It was reported that pump touchscreen became frozen and did not respond to customer input, so customer was unable to interact with pump screen. There was no reported adverse impact to the customer's blood glucose level. Issue had occurred previously, but customer did not provide information on any actions taken or how issue was resolved, and no additional information was received regarding the outcome of the event.